Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that the sensor ¿stopped working¿ and a displayed ¿replace sensor¿ message. The patient and their physician reported three different sensors ¿stopped working¿ and a displayed ¿replace sensor¿ message (B)(6). The patient inserted a new sensor into the arm, which is off label usage of the device on (B)(6) 2021, when an unspecified time after warm-up, the sensor stopped working and the cgm displayed ¿replace sensor¿. The sensor was removed, and a new sensor was inserted into the arm on (B)(6) 2021. The new sensor performed like the previous sensor in that an unspecified time after warm-up, it stopped working and displayed ¿replace sensor¿. Because the patient uses the tandem control iq with her cgm, her bg was over 600 mg/dl which resulted in hospitalization for diabetic ketoacidosis (dka). The patient was treated with IV insulin and IV glucose (as she experienced hypoglycemic episodes during her hospitalization) and released five days later, (B)(6) 2021. When she returned home, she inserted a new sensor which worked and displayed values until (B)(6) 2021 when it stopped working and displayed ¿replace sensor¿. The sensor had been inserted to the arm as the patient uses the abdomen for the pump. At the time of the report, the patient was doing okay. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.